Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2015, which performed as expected. The customer then sent the blood sample in question to the immucor laboratory for testing and investigation, which was tested at immucor on (B)(6) 2015. The immucor laboratory then subsequently determined (for the returned blood sample) that unexpected negative outcomes were obtained.

Event description:
On (B)(6) 2015, a customer reported unexpected negative antibody reactions when using capture-r ready-ID extend ii on a galileo echo.